Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 26-jun-2026. The unit was returned with a power port damaged complaint, which was confirmed during testing. The motherboard j20 component was burnt, and the power input was damaged, both consistent with an over current due to low voltage. The muffler was filled with dust, which resulted in a blockage in the feed port and compressor low flow & black dust (damaged seal & flapper debris under piston and valve plate) also damaged compressor mount due to compressor vibration. Additionally, the fan was misaligned and contacting the accumulator likely due to high-impact incident, possibly from the unit being dropped. The uip, top housing-& lower housing were also replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit shuts down and does not provide oxygen for the patient. Troubleshooting or trying to charge the unit did not resolve the issue. As a result, the patient's oxygen levels dropped and they became hospitalized. A replacement unit was sent to the patient. Additional information was requested, but was unsuccessful after multiple attempts by the inogen team.